Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There were no button error alarms during testing. The pump was received with a cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer mother reported via phone call of button error on their insulin pump. The customer received the alarm when they went to change the basal rate. The customer's blood glucose is 144mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.